Manufacturer narrative:
The customer reported that the device failed to pace. There has been no indication that the device was a factor in the patient's death. The date of death is unknown. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that the device failed to pace. There has been no indication that the device was a factor in the patient's death. The date of death is unknown.